Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 522425.

Event description:
It was reported that the patient had a hematoma below the paddle placement following the implant procedure. The patient was not able to feel the patients legs or feet shortly after the procedure. The patient underwent a spinal cord stimulator (scs) system explant procedure. The patient regained feeling and was doing well after the explant. The explanted devices were not returned as it was kept by the medical facility.